Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported bend; however, the failure to advance and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a moderate calcified right common femoral artery was attempted using proglide devices with a 6f sheath after an interventional lower extremity angiogram procedure. Reportedly, the first device was not used in the patient as when it was opened from the packaging it was noticed the area where the distal guide and sheath meet was bent. A second device was attempted. It was noticed the sheath was bent. Despite the observation, it was attempted to be advanced; however, it was unsuccessful. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.